Manufacturer narrative:
The reported events of lead dislodgement and decrease in r-wave sensing was unconfirmed and the failure to extend the helix was confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix was retracted and clogged with blood and tissue. X-ray examination revealed the inner coil in the connector region was over torqued due to procedural damage. After cleaning and applying torque directly to the inner coil, the helix was able to successfully extend and retract. The measured length of the helix was within required specification. Furthermore, electrical testing revealed no indication of conductor fractures or internal shorts. The reported event of failure to extend the helix was isolated to the over torqued inner coil in the connector region and the helix and inner coil clogged with blood and tissue.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a remote follow-up, a decrease in sensing revealed right ventricular (rv) lead dislodgement. An attempt to reposition the rv lead was performed, however, the lead helix was unable to be extended. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.